Manufacturer narrative:
As reported in a research article, bioprosthetic valve fracture improves the hemodynamic results of valve-in-valve transcatheter aortic valve replacement. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the lot number was not provided. Literature: article titled "bioprosthetic valve fracture improves the hemodynamic results of valve-in-valve transcatheter aortic valve replacement".

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the lot number was not provided. Literature attachment: article titled "bioprosthetic valve fracture improves the hemodynamic results of valve-in-valve transcatheter aortic valve replacement".

Event description:
The article, "bioprosthetic valve fracture improves the hemodynamic results of valve-in-valve transcatheter aortic valve replacement", was reviewed. The article presented a case study of a 62-year-old patient. It was reported on an unknown date, a 21mm epic valve was implanted. It was then reported on an unknown date, the patient required a transcatheter aortic valve-in-valve procedure for bioprosthetic valve degeneration with a 23mm sapien s3 valve. A 22mm true balloon was used for post-dilatation bioprosthetic valve fracture. [The primary and corresponding author was adnan chhatriwalla, saint luke¿s mid america heart institute, 4330 wornall rd, suite 2000, kansas city, mo 64111, with corresponding e-mail achhatriwalla@saint-lukes.org].